Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the fem recon nail gt ø9 r l 400 tan was found sligtly bent, the condition is observed accross to one of the holes of the nail. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Per the frn-advanced femoral recon nailing system (frna) surgical technique guide se_824700 rev. Ae if nail insertion is difficult, use the c-arm to confirm that there is no obstruction of the intramedullary canal. If no obstruction was found, choose a smaller diameter nail or ream the intramedullary canal to a larger diameter. A dimensional inspection for the fem recon nail gt ø9 r l 400 tan was not performed due to post manufacturing damage. A functional test was unable to be performed due to the nature of its functionality. Nevertheless, as the bent condition observed during th visual inspection the inability to assemble and or disassemble can be attributed to this condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the fem recon nail gt ø9 r l 400 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.033.970s. Lot number: 84p9416. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 02-feb-2021. Manufacturing site: jabil bettlach. Expiry date: 01-jan-2031. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the nail, it was hard to insert and extract the nail, then they found that the distal part of the nail was bent. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was delayed for about 5-10 minutes. There was no fragments generated and the procedure was successfully completed, they removed the implant and inserted new implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachmen. Visual analysis of the photo revealed that the tip of the fem recon nail gt ø9 r l 400 tan appears to be slightly bent in comparison with the nail shown on the right in the photo. In addition, is not possible determine if both devices are the same product code. Functionality issues cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for fem recon nail gt ø9 r l 400 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device product code: 04.033.970s, lot number: 84p9416. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 02-feb-2021, manufacturing site: jabil bettlach, expiry date: 01-jan-2031. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.